Event description:
The diamondback 360 coronary orbital atherectomy device (oad) and viperwire advance guide wire were used for treatment in a 3.5-4 mm, approximately 50% stenosed mid left anterior descending artery (lad). The oad was spun in the mid lad, five times on low speed and three times on high speed. The oad was then spun in the proximal lad three times on low speed. Following treatment, the oad and then viperwire were removed. Ex vivo, no damage was observed to the oad but the spring tip on the viperwire was observed fractured. The fractured component was located in the distal lad. A snare was used to successfully retrieved the fractured component. Angioplasty and stent placement were performed to complete the procedure. The patient was stable and did not experience any complications due to the reported event. The physician noted the oad and viperwire were kept at a distance of 20mm and did not make contact during treatment.

Manufacturer narrative:
The viperwire advance guide wire was received at csi for analysis. Scanning electron microscopy (sem) was performed and identified fracture faces exhibiting evidence of nitinol fatigue. This type of fracture is due to use of wire in an extreme and abnormal stress condition. The source of the elevated stress condition and root cause of the fracture could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).